Manufacturer narrative:
This lead is expected to be returned for analysis. This report will be updated upon the completion of the investigation. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead dislodged. During the revision procedure to reposition the lead, the stylet could not be advanced; therefore, the physician elected to replace the lead. The new lead was successfully implanted. No additional adverse patient effects were reported. The explanted lead is expected to be returned for analysis.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection revealed no abnormalities. The lead tip/helix appeared intact and undamaged. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right ventricular (rv) lead dislodged. During the revision procedure to reposition the lead, the stylet could not be advanced; therefore, the physician elected to replace the lead. The new lead was successfully implanted. No additional adverse patient effects were reported.